Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was seen in the emergency room after experiencing lightheadedness. At that time, it was discovered that the lead displayed noise, high pacing impedances and oversensing. The patient was seen for a lead revision procedure where there lead was attempted to be removed. The lead could not be extracted because a stylet could not be advanced past the distal coil. The lead was capped and replaced. There were no adverse patient effects.